Manufacturer narrative:
Additional information: brand name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set. Investigation - evaluation: a review of the complaint history, device history record review, documentation, instructions for use (IFU), manufacturing instructions, specifications, visual inspection and functional testing of the returned device was conducted during the investigation. One used device was returned with apparent biomatter present. Flushing the catheter with water was attempted, but unsuccessful due to an occlusion. Additional force was used to see if the occlusion could be dislodged, but the catheter shaft burst in the process and the occlusion remained. Since the device was able to resolve its occlusion and be used for several more days after the event, this occlusion found within the failure analysis was determined to be a different occlusion than mentioned in the complaint. A document-based investigation evaluation showed no evidence to suggest the product was not made to specifications. Review of the device history record for this lot number shows no nonconforming events which could contribute to this failure mode. There was one other reported complaint for this lot number however it was not related to this failure mode. Based on the provided information, inspection of returned product, and the investigation, a definitive root cause cannot be established or reported at this time. Per the quality engineering risk assessment no further action is required. We have notified the appropriate personnel and will continue to monitor for similar events

Manufacturer narrative:
Brand name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set. (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The international customer reported that the cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set was believed to be occluded during use. On (B)(6) 2017, the device was placed prior to a coronary artery bypass graft (CABG) which was to be performed on the same day to treat the patient's coronary artery disease. The catheter was in place with no reported issues until (B)(6) 2017, when a blood pressure change was observed in the patient when catecholamine was administered at approximately 10:30 am. A pump occlusion alarm sounded, and the administration of the catecholamine ceased. The operator of the device suspected that the catheter lumen was kinked, but no kink in the catheter and no occlusion of the transfusion tube was observed. Approximately 30 minutes following the event, the administration route opened once more, and the administration of catecholamine resumed. The catheter was available for continuous use from then on. On (B)(6) 2017, the catheter was removed from the patient uneventfully, as planned. The device is reportedly available for return; however, as of the date of this report, no device has yet been received for evaluation.